Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during dwell cycle five of five in peritoneal dialysis therapy. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.